Event description:
It was reported that the right ventricular lead was replaced because bipolar impedance was 236 ohms, and unipolar impedance was 535 ohms. Sensing had declined and threshold had increased. No patient complications have been reported as a result of this event.